Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller mentioned the patient had an operation (unrelated to device/therapy) for a hernia, but after the operation the caller had a return of symptoms (issues urinating). Caller stated that after some time the patient resumed back to good therapy results. Caller stated the patient did not make any therapy changes at this time, he just resumed seeing results.